Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there was high blood glucose. The patient thinks that the unit is not working properly and insulin was not exiting the device. The blood glucose reading is 14.6 mmol/l. The insulin pump also had two motor error alerts. The customer was assisted with rewinding the unit. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.